Event description:
It was reported to boston scientific corporation on may 05, 2023, that an ultraflex esophageal distal release covered stent was to be implanted in the esophagus for the treatment of esophageal cancer during an esophageal sems placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent was unable to be deployed. The stent was removed from the patient partially deployed. The procedure was completed using another ultraflex esophageal stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an ultraflex esophageal distal release covered stent and delivery system were received for analysis. Visual examination of the returned device found the stent partially deployed and the deployment suture raveled in the distal section. Functional examination was performed by holding the handle hub in the palm of one hand, grasping and retracting the finger ring with the other hand, and the stent was gradually released from the delivery system. No other problems were noted to the stent and delivery system. The reported event of stent partially deployed was confirmed. Taking all available information into consideration, the investigation concluded that the reported event was likely due to factors encountered during the procedure. It may be that lesion characteristics (cancer), how the device was handled and/or the technique used, limited the performance of the device and contributed to the stent partial deployment. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on may 05, 2023, that an ultraflex esophageal distal release covered stent was to be implanted in the esophagus for the treatment of esophageal cancer during an esophageal sems placement procedure performed on (B)(6) 2023. The patient's anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the stent was unable to be deployed. The stent was removed from the patient partially deployed. The procedure was completed using another ultraflex esophageal stent. There were no patient complications as a result of this event.